Event description:
The customer reported that the device is not charging the batteries. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4): a follow-up report will be submitted upon completion of the investigation.